Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with battery out limit alarm. The customer states they the batteries have gone from full bars down to one bar, and back up to full bar. The customer states at one point the device just powered off. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer is being sent out replacement battery cap. The customer was advised to monitor the device, and call back if replacement battery cap does not resolve the issue.